Manufacturer narrative:
Concomitant medical products: ddbc3d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high and undefined impedance values on the right ventricular (rv) coil and superior vena cava (svc) coil. The pacing impedance values were also noted to be high and undefined. No patient complications have been reported as a result of this event.